Manufacturer narrative:
Concomitant product: 4076-52 lead, implanted: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the high voltage right ventricular lead "is no longer working." The lead was noted to be currently part of an ipg system. The device was programmed to aai mode as the patient was noted to not pace in the ventricle. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.